Event description:
X-ray gauze sponge shredded and came apart in the patient during laparoscopic surgery. Manufacturer response for gauze/sponge, internal, x-ray detectable, surgicount (per site reporter). Have communicated the product failure with [redacted] stryker representative.